Manufacturer narrative:
The system was used for treatment. A review of kit lot b719 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected. No corrective and preventive action was initiated for complaint category, centrifuge bowl leak/break or for complaint category, leak centrifuge alarm. This assessment is based on information available at the time of this report. Analysis of the photographs sent by the customer is still in progress; a supplemental report will be filed with the results of this analysis, when completed. (B)(4). Not returned.

Event description:
Customer representative reported the following by email: "during the 6th cycle, while it was re-circulating, the spinning bowl had some noises and then the blood leak alarm came about. The procedure was stopped immediately and the centrifuge bowl was checked. Yellow plasma compounds was found leaking from the neck of the bowl. There was vapour present at the centrifuge area and a crack are found at the neck of the bottle, near the seal. Treatment was aborted and all the collected buffy coat was re-infused back to the patient. No photo-activation was conducted for that procedure." The customer sent photos for investigation. There was no service order generated.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the photographs was unable to confirm the reported leak or crack in the bowl. Review of the photos was unable to determine a root cause. Review of the device history record did not identify any related nonconformances. Bowl assemblies are 100% leak tested. No manufacturing related defects were identified during the evaluation. Based on the analysis, no remedial actions will be conducted. This lot passed all lot release testing. (B)(4).